Event description:
Continuous venovenous hemofiltration (cvvh) catheter came out during therapy. Catheter hub was well sutured to patient. The catheter broke loose from hub and slipped out. Patient will require a new catheter.